Event description:
It was reported that the patient line became disconnected from the cartridge while the customer was sleeping. Cartridge had been in use for 5 days. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested fro up to 48 hours of use as labeled, and novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.